Manufacturer narrative:
Customer complained on (B)(6) 2021 the buttons are not functioning properly. Device passed self test and displacement test. All buttons function properly. Device passed the keypad voltage test. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Device successfully downloaded to thus. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked battery tube threads. The p-cap/reservoir does lock properly. Confirmed all buttons function properly. However, found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump keypad was unresponsive. Insulin pump clock was advanced. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.